Event description:
The rptr stated that a pharmacy rep noted that the device's seal of the manifold area was leaking. The device was noted to have been spraying tpn and electrolyte solutions. The rptr stated that in 2 days there were two pumps out of a box of ten that reacted like this.